Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 corrected field : e3 , e1 ( event site address ) due to character restriction in block e1 e1 event site address is (B)(6).

Event description:
N/a.

Event description:
It was reported that monitor of cs100 intra aotic balloon pump (iabp) had problem. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preparation for use, the monitor of cs100 intra aotic balloon pump (iabp) had problem. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5. B6, b7, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine and found display was flickering. Suspecting the issue with monitor board, video generator board. All connectors were cleaned and checked and the issue was solved. Safety and functional tests were performed and unit was returned to customer.